Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that an alert for high, out of range hv lead impedance was observed. No intervention was performed. The lead remains implanted.